Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4 )was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted with a sub-therapeutic international normalized ratio (inr) and failure to thrive. Approximately two weeks after admission, the patient became unresponsive, and the decision was made to withdraw care. The patient subsequently expired, and the patient¿s cause of death was deemed as metastatic bladder cancer. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported bladder cancer, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with a sub-therapeutic international normalized ratio (inr) and failure to thrive. During admission, palliative care was consulted, and patient was made a do not resuscitate order (dnr) per family meeting. It was further reported that approximately two weeks after initial admission, the patient became unresponsive, and the decision was made to withdraw care. The patient subsequently expired, and an autopsy was declined. The patient¿s cause of death was deemed as metastatic bladder cancer.

Event description:
It was reported that the patient was admitted with a sub-therapeutic international normalized ratio (inr) and failure to thrive. During admission, palliative care was consulted, and patient was made a do not resuscitate order (dnr) per family meeting. It was further reported that approximately two weeks after initial admission, the patient became unresponsive, and the decision was made to withdraw care. The patient subsequently expired, and an autopsy was declined. The patient¿s cause of death was deemed as metastatic bladder cancer.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(6) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4 )was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted with a sub-therapeutic international normalized ratio (inr) and failure to thrive. Approximately two weeks after admission, the patient became unresponsive, and the decision was made to withdraw care. The patient subsequently expired, and the patient¿s cause of death was deemed as metastatic bladder cancer. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported bladder cancer, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.